Event description:
The customer contacted baxter's service center regarding a patient that had a disconnection and the patient reconnected and continued therapy, which occurred on the homechoice (hc) during use during initial drain. The home patient (hp) stated the transfer set came loose. The tsr advised the hp contact the peritoneal dialysis (pd) registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn stated the home patient (hp) was forgetful and left the connection loose so it disconnected. The rn stated the hp then reconnected, continued therapy, and the alarm occurred. The rn stated the issue was addressed and disconnected the call.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.